Event description:
No additional information at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H3: product information is unknown. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records could not be performed due to missing lot numbers. A review of the complaint histories could not be performed due to missing reference and lot numbers. Based on the available information, the reported event cannot be confirmed. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported in a journal article that seven patients within the cemented group had severe or extreme pain due to unknown cause with unknown treatment/intervention upon 5 year follow-up. Due diligence has been completed for this complaint; to date all available additional information has been received.

Manufacturer narrative:
(B)(4). D10: unknown oxford bearing, unknown item and lot #. Unknown oxford tibia, unknown item and lot #. G2: report source: foreign: united kingdom. Literature: azmi rahman, benjamin martin, cathy jenkins, hasan mohammad, karen barker, christopher dodd, william jackson, andrew price, stephen mellon, david w murray. Less pain reported 5 years after cementless compared to cemented unicompartmental knee replacement: an analysis of pain, neuropathy, and co-morbidity scores. Springer (pages 1-10). Https://doi.org/10.1007/s00167-023-07589-4. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a follow-up MDR will be submitted.